Manufacturer narrative:
Field event of ¿atrial threshold changed to 5v¿ was confirmed. Fastpath summary from device indicated that the lead monitoring feature was programmed to ¿auto polarity switch¿ for atrial channel prior to the event date and therefore performed appropriately. Analysis was normal. No anomalies were found.

Event description:
New information received stated that the high capture threshold on the atrial channel was a safety feature triggered by a diagnostics anomaly on the device. Additional investigation was completed and found that an invalid diagnosis of high atrial lead impedance triggered the auto polarity switch and high capture threshold. It was noted that the measurement was invalidated on (B)(6) 2019, however, the data was not cleared and the device remained in high capture threshold.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a regular follow up. During the follow up, it was discovered that the pacemaker exhibited high capture threshold on the atrial channel. On (B)(6) 2019, the device was explanted and replaced without incident. The anomaly was resolved after the device replacement. The patient did not experience any other adverse consequences from the anomaly.